Event description:
Reportedly, the surgeon attempted use of a 4.8mm endo gia to complete a wedge resection of the upper left lobe to obtain a specimen for frozen section. Upon encountering difficulty accessing the tissue with a straight stapler, he switched to a 45 3.5mm roticulator to complete the resection. Upon firing, bleeding was observed and the staples did not form properly. The procedure was converted to a thoractomy and the bleeding was controlled. No further pt injury reported.